Event description:
It was initially reported that the zimmer skin graft mesher took huge chunk of skin. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the surgeon noted that the comb was not right. As tissue went through the mesher, it was torn. An additional graft was required to be harvested.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is (B)(6), the last repair was on (B)(6) 2010. The inspection found that the device was received with a damaged comb. The cause of the reported complaint is likely a bent comb. A damaged comb often causes the graft to stick to the comb as it is pulled through the device. This can cause excess pressure on part of the graft as it feeds through unevenly. This may cause the graft to bunch and compress as it feeds through the device. The device was serviced and returned to the customer.